Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.